Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy set-up, the solex 7 catheter (lot #148815) could not be inserted deep enough (only about 7 cm) into the patient's left jugular vein for post-resuscitation therapy. After removing the solex 7 catheter, the serpentine balloon had partially detached from the catheter and also had leaks. In attempt to use another solex 7 catheter (lot #99122) and after removing it's protective sleeve, noticed that the serpentine balloon had come loose from the catheter. A third catheter was used to continue, and successfully completed ivtm therapy. Please see MFR 3010617000-2020-01149 for the solex 7 catheter (lot # 99122).

Manufacturer narrative:
Additional information: updated lot #146268 in section b5 and d4, correction: corrected the manufacturing date in h4. The reported complaint of the solex 7 catheter (lot #146268) could not be inserted deep enough (only about 7 cm) into the patient's left jugular vein for post-resuscitation therapy was not confirmed. No device malfunction was observed during the testing of the returned catheter and the catheter worked as intended. The root cause for the reported complaint could not be conclusively determined. The reported complaint of the serpentine balloon had partially detached on the solex 7 catheter (lot # 146268) and also had leaks was not confirmed during visual inspection and during functional testing. No device malfunction was observed during the testing of the returned catheter and the catheter worked as intended. Based on catheter testing, the exact root cause of the reported complaint cannot be determined. Upon visual inspection, no physical damage or balloon detachment was observed. Observed blood residue on the serpentine balloons. All lumens are flushed without resistance. During functional testing, the solex 7 catheter was connected to a pressurized inflation device, the balloon fully inflated when pressurized up to 100 psi without any issues. The balloon did not leak during inflation and deflation. No leak or balloon detachment was observed. The returned solex 7 catheter was connected to our standard suk and ran with the thermogard xp ivtm system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. The red pinwheel on the known good suk was observed spinning. The saline was circulating in both cooling and warming mode. No leak was observed on the catheter. The catheter performed as intended.

Event description:
During ivtm therapy set-up, the solex 7 catheter (lot #146268) could not be inserted deep enough (only about 7 cm) into the patient's left jugular vein for post-resuscitation therapy. After removing the solex 7 catheter, the serpentine balloon had partially detached from the catheter and also had leaks. In attempt to use another solex 7 catheter (lot #97583) and after removing it's protective sleeve, noticed that the serpentine balloon had unraveled from the catheter. A third catheter was used to continue and successfully completed ivtm therapy. Per customer, there was 20 minutes of delay in the ivtm procedure due to the reported issue with the catheters. No consequences or impact to patient. Please see MFR 3010617000-2020-01149 for the solex 7 catheter (lot # 97583).